Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is squirting insulin and will not let her get out of the rewind sequence. Customer also states that they were wearing the insulin pump during priming. The blood glucose reading is 216 mg/dl. Nothing further reported.